Manufacturer narrative:
This report is submitted on june 21 , 2019.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was administered antibiotics (type and date not reported). Additional information was requested but not made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 21, 2019 was filed inadvertently. No serious injury has occurred, the antibiotics were administered for a non device related issue. This report is submitted on july 15, 2019.